Manufacturer narrative:
The insulin pump had minor scratches on the lcd window, cracked case near the display window corners, and cracked reservoir tube lip. The device did have a grinding motor sound due to a faulty motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump wasn't working. Customer stated the device kept making an odd noise and it wouldn't do anything during the rewind cycle. Customer had removed the battery and inserted a new one. Customer checked the alarm history and no alarms were noted other than the low reservoir alarm. A self-test was performed and the device passed. The customer was able to insert a reservoir and prime successfully. Customer requested the device to be replaced and agreed to return it for analysis. The customer didn't provide a blood glucose level.